Event description:
It was reported that in 1 hour of use, ignition occurred from the plug part. Test prior to use: unk. Patient involvement: yes. Patient harm or injury: no.

Manufacturer narrative:
Covidien has requested return of unit for evaluation. The unit has not been returned. The warmtouch 5200 and 5300 patient warmer have been discontinued and are being replaced with a new designed warmtouch patient warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.